Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure for the treatment of varices.during the procedure, the bands failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf device code a050501 captures the reportable event of bands failure to deploy.block b3: approximated based on the date the manufacturer became aware of the event.block d4:the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.